Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that the customer had a dislodged tip cover from the scissor instrument in the cannula. It was retrieved successfully. Procedure was completed with no patient harm. Isi followed up with the customer to confirm that the part number was 400180. The lot number was m10181001. The surgeon removed the scissor instrument from the abdomen. The port was removed with the tip inside it to prevent pushing into the abdomen. The tip cover accessory was discarded.